Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler and the adverse event(s) of fibrin, bowel infection and hyperkalemia which warranted hospitalization on (B)(6) 2018. The etiology of the fibrin is unknown; therefore causality cannot be determined. The etiology of the bowel infection is also unknown; therefore causality cannot fully be determined. However, the patient reported it was unrelated to the liberty cycler. The etiology of the hyperkalemia is unknown; therefore causality cannot fully be determined. However, the pdrn reported the patient was prescribed potassium supplements, and was known to be non-compliant. However, to what extent these factors possibly caused and/or contributed to the event(s) is unknown. Based on the information available, there is no objective evidence indicating the liberty cycler caused and/or contributed to the adverse event(s). Furthermore, there is no allegation or evidence of a machine malfunction or of the machine failing to perform as expected in relation to the event. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis patient noticed some fibrin, and was currently in the hospital for a bowel infection (details unknown), unrelated to the liberty cycler. Follow up with the peritoneal dialysis registered nurse (pdrn) confirmed the patient was hospitalized on (B)(6) 2018, but was unaware of any bowel infection. The pdrn reported the patient was being treated for hyperkalemia (severity unknown), and is continuing to perform pd therapy while hospitalized. The patient¿s concomitant medications include a potassium supplement (dosage and frequency unknown), but it is unknown to what extent this contributed to the event. The pdrn also stated the event could possibly be related to non-compliance, however definitive causality was unknown. Subsequent attempts to obtain additional information have thus far proven unsuccessful. As such, the hospital course and discharge disposition of the patient is unknown. Additionally, it is unknown if any fresenius device(s) and/or product(s) were utilized during the hospitalization.